Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a "leak" in one of her leads and that it had "encapsulated itself." She did have x-rays taken (date unk - results not reported). She had to have her neurostimulator settings adjusted every week or two and was not getting the results she was expecting though it was reported that her disease was progressing. It was indicated that she was a fall risk and had moments of "black outs." She did have a bump located on the back of her head. Add'l info has been requested, but was not available as of the date of this report. A follow up report will be sent if add'l info becomes available. See MFR report # 3004209178-2011-07887.